Manufacturer narrative:
Catalog number updated from 08d06-74 (initial report) to 08d06-39. Expiration date is unknown as the lot number is unknown. Device manufacture date is unknown as the lot number is unknown. Ticket searches for the likely cause lot could not be performed since likely cause lot is unknown. The tracking and trending report review determined that there are no adverse or related non-statistical trends. No customer returns were available for evaluation. A review of labeling concluded that the issue is sufficiently addressed. No non-conformances, deviations and potential non-conformances associated with the affected architect syphilis product have been identified related to the complaint issue. A systemic issue and/or product deficiency was not identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The account generated (B)(6) architect syphilis tp result ((B)(6)) on a known (B)(6) patient. A new sample was obtained with a (B)(6) result. The original sample was repeated with a (B)(6) result. No impact to patient management was reported. No specific patient information provided.